Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that it was received one needle-suture piece, one detached needle and one suture piece that pertain to the product code sxpp2b101. The product code is double-armed. In order to evaluate the conditions of the detached needle, the swage and attachment area were noted to be as expected. Marks on the body and the edge needle that appears to be by a surgical instrument could be observed. Also was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In the needle-suture piece and suture piece, the extremes were noted to be cut probably caused by a surgical instrument. In addition, body fluids and crimping marks were observed on the surface of the suture that could be caused by a surgical instrument. As per the conditions of the returned sample, no functional test could be performed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on (B)(6) 2023 and barbed suture was used. The needle was detached from the suture during use and the needle fell into the patient¿s body. The needle was removed so there was no problem. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - was the needle retrieved during the same procedure? Yes, the surgeon just picked up the needle. - were x-rays taken to locate the needle piece(s)? No. - what measures were taken to retrieve the needle? Unk. - was there any additional tissue damage as a result of searching for the needle? No. - please provide the lot number: unk. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002.